Event description:
Customer alleged the hydraulic fluid is coming out of the pump and it leaks out constantly. No injury alleged.

Manufacturer narrative:
(B)(4) 2012 - no RMA has been initiated for this issue. Model 9099 hydraulic pump, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner' manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner' manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is an (B)(6) male. The consumer's preexisting medical condition states he suffered a stroke. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer's caregiver stated that the pump is leaking hydraulic fluid constantly and was very afraid of using the lift due to the degree of leaking. A replacement pump has been received by the consumer. No injury. The original pump is to be returned to invacare for an inspection and evaluation.